Event description:
It was reported to the co that the pt had experienced a loss of lock between the external equipment and the cochlear implant. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device will be scheduled.